Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during the ipg replacement (reported under manufacturer report number 1627487-2021-00376). The implanted lead got cut by accident. As a result, the lead was explanted and replaced resolving the issue.